Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and (B)(4) are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or add'l info be received, the investigation will be re-opened.

Event description:
Pt was revised to address acetabular loosening. Update: (B)(6) 2011 - litigation papers allege pt sustained serious personal injuries, including but not limited to: chronic inflammation, pain, progressive discomfort of the hip and emotional stress/trauma. It is further alleged all of which said injuries have caused and continue to cause said pt great mental, physical and nervous pain and suffering. It is also alleged pt suffered progressive valgus deformity of the knee.